Event description:
The device was returned to the service ctr for a report from the customer contact that the device alarmed e380 (tubing sensor failure). This is not a reportable malfunction; however, during verification testing at the service ctr at power on the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
During testing it was found at power on the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. The defective piezo alarm assembly was returned to supplier [projects unlimited and sunway for analysis. Projects unlimited pui found a cold solder on the inductor of the printed circuit board of the piezo assembly which disabled the operation of the piezo. The probably cause of the cold solder joint is due to poor workmanship by the supplier. The piezo alarm assembly is responsible for generating audible alarm tomes in the plum a+ device. Error code e301 will occur int he device watchdog detects an audible alarm circuit failure. This report represents all info known by the reporter upon query by hospira personnel.